Manufacturer narrative:
The anspach drill intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev. B. The reported problem was confirmed. The drill causes an e6 error immediately when plugged into the system. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿interrogation problem", and "e6 error¿ identified similar events. The most likely cause of the e6 error is electrical failure of the drill thermistor. The drill is an OEM part and cannot be further disassembled to determine a root cause. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that before a navio ukr procedure, there was an e6 error. The anspach drill was swapped out with its backup to proceed without delays. No patient was involved at the moment the issue was found and no other complications were reported.